Event description:
Autopsy report reveals cause of death is acute and chronic pneumonia due to chronic vegetative state due to blunt force head trauma, remote.

Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of baclofen for intractable spasticity related to head injury. The pt presented to the hcp for a routine refill in 2001 with clonus. The pt was receiving 975 mcg/day intrathecal baclofen. The hcp performed a catheter x-ray which did not reveal any defects followed by fluoroscopy, but was unable to inject through the pump's catheter access port. The pt was started on baclofen 10-20 mcg/day orally and sent home. The pt's family reported pt was vomiting the next day. The pt was taken to the ER and found to be asystolic the day following this vomiting episode. Autopsy has been performed, but results are pending histological examination. MFR has requested return of the pump and catheter for analysis.